Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tip of the instrument was found to be cracked post-surgery. It cannot be confirmed what case it was used in on the reported date as there were multiple cases that day of the event. There was no report of harm or foreign body retained by a patient.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. H6: component codes: mechanical (g04) - drill. Review of provided pictures identified the tip of the reamer was broken. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.